Event description:
(B)(6) was using a recently purchased vevor stair chair to transport my wife down a few steps at the entrance of our home, as we place the chair on the bottom step. The supporting wheel broke causing us to fall. I was at the top and suffered a broken finger with multiple contusions and abrasions. My daughter was holding the chair at the bottom and the chair fell on her foot, fracturing her foot. 350 lbs load capacity, foldable aluminum emergency stair climbing wheelchair with 2 wheel, portable stair lift chair ambulance firefighter evacuation use for elderly, disabled.